Manufacturer narrative:
Device evaluation: complaint device was not returned therefore a document base review will be performed. Lab evaluation: n/a. Document review including IFU review prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-19 of lot number c1788036 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1788036. The notes section of the instructions for use, ifu101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu101). Image review: n/a. Root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to hard lesion as indicated in the complaint description causing the needle tip to break. Another possible root cause could be due to the device becoming damaged on attachment to the scope. Summary: complaint is confirmed based on customers testimony. According to the initial reporter, the patient did require an additional procedure to remove the broken needle tip. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions on the (B)(6) 2022.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The tip of needle broke off during the procedure and remained inside the patient during second biopsy. The broken needle tip remain in patient for the time being ,and user facility will arrange another operation to retrieve the needle tip from patient. Patient is well after procedure. An additional procedure is required due to this issue. For complaints occurring during use (once in contact with endoscope) also ask: if the report involves a kink or bend in the needle, where is this located on the device (handle end or patient end)? No. Please describe the location in the body for the intended target site (pancreas, stomach, etc). Pancreas please describe the size of the intended target site. 4 cm 4cm what is the endoscope manufacturer and model number that was used with this device? Olympul gf-uct260 olympul gf-uct260 was gaining access to the targeted site difficult? Yes was the endoscope in a flexed or twisted position at any time during the procedure? Yes was needle penetration of the targeted site difficult? Yes was the stylet in place inside the needle when advancing into the targeted site? Yes how many biopsies were obtained with use of this needle? 22 did any section of the device detach inside the patient? Yes if not with the device in question, how was the procedure performed and/or finished? With another same device to complete the biopsy.